Manufacturer narrative:
This follow up report is being submitted to report additional information. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a mesher was not ratcheting correctly and was going in reverse. The customer returned a zimmer skin graft mesher serial number (B)(6) as well as 3:1 cutter serial number (B)(6) for evaluation. Evaluation of the device on (B)(6) 2019 found that the handle had the sliding pin installed backwards causing the ratchet to crank in reverse. Upon further evaluation, it was found that there was a washer missing on each of the sliding pins of the mesher and that the end washer was installed incorrectly. None of the pretests could be performed as the device was out of calibration and the carrier went through the device with no resistance, meaning that it would not cut properly. The returned cutter was tested and found to not produce a passing test mesher. Repair of the mesher occurred the same day and involved disassembling and reassembling the ratchet handle as well as reinstalling the washers and recalibrating the device. The technician then verified that the mesher was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Based on the information provided, the cause of the device ratcheting backwards and not functioning as intended was due to improper maintenance performed with the mesher. During evaluation, it was found that there were missing washers and that the handle for the mesher had the sliding pin installed backwards. The instructions for use for the zimmer skin graft mesher (zimmer skin graft mesher instruction manual) provides instructions on how to properly assemble and disassemble the handle, states to not disassemble the mesher and to return should be returned to zimmer surgical for servicing. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended. Complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional information.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported zimmer skin graft mesher mechanism was not working correctly, was unable to ratchet easily and was going in a reverse manner. The issue noticed before surgery. Subsequently there was no patient harm or delay. The surgery was completed using an alternate device. No adverse events were reported as a result of this malfunction.